Manufacturer narrative:
The manufacturing record review was performed. No deviation was identified or no non-conformance report (ncr) related to the complaint type was generated during the manufacturing process of this lot. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production was manufactured and did not show any change that could be related with the complaint type reported. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Pt age/date of birth: unknown. Pt gender/sex: unknown. Explant date: if explanted, give date: na (not applicable) to date, the lens remains implanted. Concomitant medical products: viscoelastic: eyefill, 1mtec30 cartridge, lot number cp00971. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that during implantation of the intraocular lens (iol) that the haptics of the iol were sticking together and the haptics were also sticking at the optic. There was no patient injury or impairment reported. No further information was provided.